Event description:
While using byte day aligners, a patient experienced mobility and saw her dentist. The dentist stated the mobility was normal and will settle once the patient was out of aligners, however, the patient had a bite alignment issue and chairside orthodontic treatment was recommended to correct the issue. She immediately stopped aligner treatment and went ahead with seeing an orthodontist. No further information is available.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.